Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The 1104l camino icp (intracranial pressure) monitor was reported to have two pins break. The description was as follows, "when assembling the cable to the connector of the probe to do the zero, the monitor was indicating "catheter failure". When inspected it was found that the connector of the probe had two abnormal pins (too much inside the connector). The connector was not inspected before the connection to the cable. The surgeon used another catheter and it worked. The unit was not in contact with the patient. The patient was not injured and the event did not lead to an increase of surgery time.